Event description:
It was reported that the pump pushed insulin out during the load cartridge step. A family member noted that this event happened three times on (B)(6) 2010. She stated that each time she filled a new cartridge, completed the rewind step, and all of the insulin pushed out of the cartridge during load step.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.